Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024- 16512. Correction: this MDR is being submitted to correct the submitted expiration date under d4 additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found bent upon removal from infusion site. The batch 6002430 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6002430 were previously tested in complaint (B)(4) on 06/aug/2025. Test results: visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6002430 was manufactured according to the wi version 106 manufactured in the line 7, on 23/jul/2023, with a total of (B)(4) units. Review of the device history record showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database 07/jul/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6002430 and four complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is reportable with valid lot number/product code.

Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that the patient encountered 3 infusion sets cannula was bent resulting in a hospitalization event on 04-01-2024. Patient was found positive for ketones. The infusion sets was in use for not more than 8 hours. Blood glucose at the time of event was 400 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.